Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller stating that her daughter tested on her confirm and rcvd a reading of 32, she instantly retested, using a new lancet, and new site her results were 555, and again she tested and the results were 467. Controls not used. Replacing product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return the product.